Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 13:49:36. During night drain cycle one, the patient's ultrafiltration reading was 242ml, indicating the home patient (hp) drained 242ml more than their maximum programmed fill volume of 150ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is an ancillary service event found during the investigation of (B)(4), and was determined to be a duplicate of (B)(4). Refer to manufacturer report number 1423500-2012-07224 for the investigation. If any additional information is received, a followup will be sent

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.